Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the clutch button on the right master tool manipulator (mtm) was not working properly. The caller confirmed that there were was no physical damage to the mtm, and no obstructions. The surgery was continued using the second surgeon side console (ssc). There were no reports of patient injury.